Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 60 mg/dl. Caller states her normally ranges from 90-100 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (60) and the highest normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report. Most likely underlying root cause of malfunction: use error (poor storage, reused strips, poor fill, inaccurate reference).